Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, vyaire technical support analyzed the information given by the customer and suggested that the customer may need to look inside the unit for leaks if he can't find any externally. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the infant flow sipap ventilator would not pressurize. The customer confirmed that there was no patient involvement associated with reported event.